Event description:
Customer reported that she was unable to rewind her insulin pump. The customer also reported at hospitalization event for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 1149 mg/dl. The customer also reported that while she was being treated for high blood glucose, she also suffered a heart attack. The customer also stated she had diabetes ketoacidosis during her hospitalization. She also reported feeling tired, thirsty, and was throwing up prior to her hospitalization. The customer's blood glucose was 599 mg/dl at the time of the call. She also reported having six or seven visits from the emergency medical technician for high and low blood glucose. She reported another incident where she was in a vehicular accident and when the paramedics came, her blood glucose was 20 mg/dl. The customer also reported her vision was going bad due to her blood glucose being out of the control. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6)